Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, an extended opening with sharp edge (a dimension measurement in the shell was performed which identified the thickness within specification) and in the same opening observed striated edge (observed to patterns in the same location), nicks with striations and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Curved striated edge assessed as surgical damage. Nicks with striations assessed as surgical tool scratch like.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii-IV. Device has been explanted.